Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. Examination of the left ventricular (lv) lead revealed intermittent capture and high capture thresholds. No intervention was reported. The patient was in unknown condition

Event description:
New information received notes that corrective programming changes were made. No patient consequences were reported throughout the event.